Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate. The stylus and on screen cursor would not align. The bezel overlay assembly was replaced and calibrated to the stylus. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus would not calibrate. The programmer was returned. There was no patient involvement.